Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu1817 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported the device deficiency of the catheter occurred after the insertion procedure (insertion date: (B)(6) 2021). The nature of the device deficiency was malfunction, a leaking at connection between catheter and wings (where the catheter is attached to the statlock) was detected. The device was removed and disposed as waste.